Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 36 mg/dl; cause was not known. Customer¿s bg was treated with carbohydrates and sugar water. Customer was discharged from the ICU on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, customer reverted to an alternate method of insulin therapy.